Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that after completion of a routine hemodialysis treatment, the operatior could not reconfigure the cartridge lines for rinseback because the arterial line, and priming spike port both had male connectors. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. The cartridge was discarded prior to notifying nxstage of the blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss was most likely caused by operator error in failing to correctly configure the cartridge tubing lines for rinseback. Tubing lines in the cartridge are designated with colored clamps. The cartridge is pre-packaged so that the red arterial line is already connected to the red arterial port of the priming spike for priming. At rinseback, the operator must simply reconnect the same lines, therefore, it is unlikely that the tubing contained the wrong connectors. The operator most likely attempted to connect the red arterial line to the wrong tubing. The user's guide includes illustrations and states to "clamp and disconnect the red arterial access patient line and to reconnect it to the red port of the priming spike. Nxstage reviewed the blood loss with the facility, who has since reviewed rinseback procedures with the operator and patient. Nxstage considers this report closed.